Event description:
The following report was rec'd from the affiliate: the physician casually mentioned an acute stent thrombosis occurred less than 24 hours after a cypher des implantation. The pt did fine and he does not think the event had anything to do with the stent itself. No other pt or procedural details were reported.

Manufacturer narrative:
Please note: device (crsxxxxx lot# unk) is distributed outside the united states. However, it is similar to the united states product cxsxxxxx. Any add'l info will be submitted within 30 days of receipt.